Event description:
The pt contacted lifescan in 2005 alleging that his one touch ultra meter was prompting the apply sample message. The pt reported visiting the family dr for a blood glucose test. No results were specified. There is no indication that the pt suffered a serious injury or received medical treatment due to the product(s). The customr service agent confirmed that the pt was using the correct testing techniques and using sufficient samples sizes. The csa walked the pt through retests, using test strips from the same vial and a new vial, and the meter prompted the apply sample message. Based on the unresolved message prompt, there is an indication that the product malfunctioned and that the product(s) meet the criteria for a medical device reportable. Consequently, this complaint is being reported as a malfunction. The meter was replaced.